Event description:
A power source alert was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by plugging the charging cable into a wall adapter, which successfully charged the pump, and no further assistance was required.